Manufacturer narrative:
(B)(6). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was implanted during a vaginal prolapse repair procedure performed on (B)(6) 2017. According to the complainant, after the procedure, 5x2mm of the mesh material can be seen during routine inspection. Reportedly, the mesh exposure is asymptomatic. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.